Event description:
Hill-rom received a report from a hill-rom technician stating the brake caster is not holding. The bed was located in a hill-rom service center and not in use. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found during a between patient inspection the brake was not holding due to worn out rubber on the brake caster. The technician replaced the brake caster to resolve the issue. Based on this information, no further action is required.